Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, a "e0e" error code occurred on channel b of the heater cooler unit. The device was not changed out, as the customer reset the unit and finished the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.

Manufacturer narrative:
The reported complaint was confirmed. No additional action will be taken at this time.

Manufacturer narrative:
This complaint is related to MDR #1828100-2015-00209. After the case, the heater cooler unit was pulled out of service. The field service rep (fsr) verified the unit was receiving a fault code of "e0e" on channel b when the unit was heated to 42 degrees celsius and into a cool-down. During testing, the fsr found mix valve failing, causing the e0e error. The customer has very poor quality water scale from the ice maker, which leaves a sandy residue in the ice/water tank. The fsr suspects the residue is clogging the mix valves causing them to fail. The fsr flushed clean water through the unit many times and the customer has tried descaling the unit but neither have resolved the issue. The mix valves are on back-order at this time. The fsr is awaiting repair parts. The fsr removed the unit from service.